Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
MDR [0003015876 -2019- 01919] was sent in error. Upon further communication with the customer they indicated that the device did not unexpectedly shutdown. The issue actually observed by the customer was a non-critical issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.